Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Date of event is an approximation. On (B)(6) 2025, it was reported by the patient's spouse that the patient was experiencing confusion, agitation, and cognitive-related issues. At the time, the dexcom was not reading due to signal loss on both "receiver" and mobile device. The patient uses insulet op5 in modified closed loop. A blood glucose (bg) check was done, and the result was 104 mg/dl. In response, the spouse gave the patient apple and peanut butter. He then drove her to the hospital, where another bg test was done, although the spouse could not recall the value. The patient stayed in the emergency department from noon until 10 pm and was later discharged. She was advised to take 20 units of evening insulin (humalog) and to schedule an appointment with an endocrinologist. While in the hospital, the patient was given IV fluids, which included water and sugar. The spouse could not recall the last cgm value before the signal loss. The spouse could not recall how long after he became aware of the signal loss state did the patient begin to experience physical symptoms. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.